Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into clinic after receiving vibratory patient notification alert. Lead was suspected to have insulation breach. The patient had no history of falls, and had come into the clinic due to an unspecified vibratory alert. Patient was stable throughout. Lead was explanted and replaced due to lead fracture. No further information is available at this time.